Manufacturer narrative:
Final analysis found that the insulation was abraded at 28 - 28.8 cm from the connector end.

Event description:
It was reported that the p-waves had decreased since the patient's initial implant and capture thresholds had increased. During explant discoloration was observed with in the lead body.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.